Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009; fr995-29 tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had no capture and was capped and not replaced. The right ventricular lead had no capture and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.